Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,mcol mg,6.0mm,10mm,mtx (item#: tsvm6b10) assembly with crown attached was received for investigation. Visual inspection of the as returned product identified fractures along the implant collar and threads as reported. The hex and the internal threads had evidence of damage. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 18 and was used for approximately 2 years. Inflammation, bone loss, and pain were noted to be patient impacts as a result of the event. Pictures or x-ray images of the implant in the osteotomy were not provided. DHR review was completed for the subject lot number: (63268426). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 63268426) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (tsvm6b10). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: date of this report. Unique identifier (UDI) number. Expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by manufacturer. Manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that an implant (tsvm6b10) fractured. Doctor removed the implant and patient will return for a new implant placement. Bone loss and pain was also reported. Tooth location 18.